Event description:
The physician prepared to use a haloflex (230v) generator to perform a radiofrequency ablation (rfa) procedure to treat barrett's esophagus. The patient was anesthetized in anticipation of the procedure. While attempting to calibrate the sizing balloon, the generator displayed an error code suggesting an air leak. After checking all the connections and resetting the generator, the same error code appeared. The physician was unable to use the generator and therefore aborted the procedure. The device will be returned for analysis.

Manufacturer narrative:
At the time of this filing, the device had not yet been received for investigation. Once an investigation of the device is completed, a supplemental report will be submitted. Covidien reference # (B)(4).